Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) produced a clicking sound and displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR " error could not be verified because the autopulse platform failed during the power-on-self-test and the lcd was blank upon powering on. The reset clicking sounds were repetitive and archive download and active operation would not be achieved. The observed issues are unrelated to the reported complaint. However, the root cause for the observed issues are due to a defective processor board and is the potential root cause for the customer reported system error. The processor board will be replaced to remedy the issues. During visual inspection, unrelated to the reported complaint, observed a cracked front enclosure at the front-end area. This type of physical damage is likely attributed to mishandling, such as a drop. The front enclosure was replaced to address this damaged issue. The customer received a new autopulse platform as a replacement. Therefore, the autopulse platform (sn (B)(6) will be stored for future refurbishment sale order requests.